Manufacturer narrative:
The data acquisition (daq) pcba was received for failure analysis. The daq was tested, and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/06/2021.

Event description:
It was reported to philips that the device had an error code the proximal pressure is not measured and pressure-related alarms are compromised in the event logs that was found after the device had been in use. The device was not in use at the time of the event. This issue was found after the device had been removed from the patient and the event log reviewed. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer advised that the error code was in the significant event logs. The rse advised that per the philips service manual rev k to verify pin alignment between solenoids and the da pcba. The rse stated to replace the proximal auto-zero solenoid (sol 3 and sol 4) and also the data acquisition pcba. The customer informed the rse that this device is a rental unit and is just going to return the device back to the rental company. If the decision is made to have the device evaluated and repaired by the rental company, a new service order will be opened and will be captured through philip's normal complaint procedure.